Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high "on the meter and on the continuous glucose monitor graph. Reportedly, elevated bg level was due to a non-tandem infusion set bent cannula. Customer addressed bg level by administering a correction bolus via the pump. The infusion set brand and manufacture was not provided.